Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). As the result of the evaluation, it was confirmed that non-olympus parts were used for the ccd lens, light guide lens, distal cover, nozzle, bending section rubber and insertion tube of the subject device. In addition to that, following irregularities were found, heavy wear and tear on the bending section rubber; damage of the distal end cover extremely; heavy damage of the nozzle; heavy damage of the light guide lens; fogging of the ccd cover lens; bitten damage in passive bending section of the insertion tube; scratches of light guide cover glass. Omsc reviewed the manufacture history of the device and confirmed no irregularity. According to the repair service history at olympus, the subject device previously has been returned to the olympus repair centre twice (on 28/05/2014 and 03/12/2015) due to damages of the distal end and other parts. Olympus has contacted the user facility in an effort to obtain additional information on the reported event, but no information is provided. Based on the information provided, the causal relationship between the device and the reported event cannot be identified. Perforation is a well-known issue as an accidental symptom that occurs during endoscope procedures and caused by the patient¿s condition and the inappropriate use of the device by the physician (e.g. Insertion/angulation of the distal end with excessive force). The instruction manual of the subject device contains following statements; ¿equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿,¿if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was reported that the intestine of the patient was perforated with the subject device during unspecified procedure using the subject device. Other information such as outcome of the patient was not provided. There was no other injury report of the patients associated with this report.